Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery percentage remained static at a value for 48 hours. The customer¿s blood glucose was 86 mg/dl. During the original call, the customer reported that the battery percentage began depleting as expected.